Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for unexpected restart. Customer¿s blood glucose was unknown. Customer reported that this happened starting with the last three batteries and they last more than a week. Customer reported that alarm occurred shortly after inserting a new battery. Customer reported that this issue occurs every time he changes his battery. The insulin pump will be returned for analysis.